Manufacturer narrative:
(B)(4). Batch #: unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information received: they closed the stapler down and fired and they noticed the tear. The staples were complete in the "b" shape. On the tore side there was a top plane and bottom plane of the donut. The other donut was complete. They used suture to close the tear. It was unknown if a leak test was done but the surgeon does not usually perform leak tests. As of tuesday the patient had no consequences. Holy cross hospital (account: 2939). Product: ecs29b. Surgeon experience with the device: less than 6 months for the esc29b photo/video available: no. Upon firing, the tissue opened a 1-inch separation at the anastomosis. Pa fired the stapler in the first case. Dr. Basu fired in the second case and will continue to do so until confidence is regained. Were there any concerns or issue when placing the purse string? No. Were both of the donuts complete? Yes, but on had tissue separation. Was there an actual tear or was the anastomosis discontinuous? The surgeon and pa described it as a tear.

Event description:
It was reported that during a low anterior resection he fired the stapler which seemed fine, but when they went to withdraw the stapler there was a 1 inch opening. No further information is available.